Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to out of range pace impedances on the right ventricular (rv) lead. Further review noted this was the second switch that has occurred on this lead; the switches occurred two years apart. Oversensed noise was also observed, but when tested in clinic, could not be reproduced. There has been no pacing inhibition or patient symptoms. Boston scientific technical services discussed the observations and indicated that the patient could be monitored and if it reoccurs, then further troubleshooting could be performed. At this time, the products remain in service. The patient is not dependent and sensing and thresholds are stable. No adverse patient effects were reported.